Event description:
The reporter indicated that their (B) (4) handheld device was no longer holding a charge and added that the only way they could operate the device was by keeping it plugged into the ac wall outlet during operation. The reporter also stated that the device would only charge when the power cord was held in a certain position. Good faith attempts for product return have been unsuccessful to date.